Event description:
The customer reported that the saline tubing disconnected from the saline drip chamber. Patient information is not available at this time. This report is being filed in response to the customer filing a (B)(4) report with their local authorities.

Manufacturer narrative:
Investigation: the saline drip chamber and filter were received for investigation. Upon visual inspection it was noted that the saline line was not bonded to the bond socket of the drip chamber. Inadequate solvent application was noted at this location. Investigation evaluation and corrective actions are in-process. A follow-up report will be provide.

Event description:
Patient information remains unavailable at this time.

Manufacturer narrative:
.

Event description:
No medical intervention was required for this event. The customer declined to provide the customer's weight.

Manufacturer narrative:
Corrective action: all manufacturing staff were made aware of this issue and were retrained to the appropriate procedures. An internal CAPA was initiated to conduct a systemic investigation of known solvent related failures.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the root cause for this defect is likely due to not enough solvent applied to the tubing during the manufacturing process by the assembler, when bonding the tubing into the mating socket.